Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that some of the pyxis machines were not working properly. A technical support specialist dialed in to the station and server, checked that station was communicating to the server and there were no upload/download issues, verified that all services were up and running on the server, and confirmed that messages were crossing over to the server, the issue was resolved as confirmed by the customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a some of the pyxis machines were not working properly. The customer stated that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.